Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during general maintenance of equipment, the cs100 intra-aortic balloon pump (iabp) unit was registering as helium empty on a new refillable helium cylinder container, no gas could be heard coming from the cylinder. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
( Event site state: (B)(6)) customer contacted customer service and a replacement helium cylinder has been sent out to customer and customer will be repairing the unit by themself. There was no patient involvement. Fse sent details on how to conduct a test and this was done and successfully passed. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a